Event description:
It was reported that pump experienced malfunction alarm with malf 12, without any notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, performed pump reset with guidance, and malfunction did not recur, so customer was advised to continue using pump and to call back if malfunction happened again.